Manufacturer narrative:
(B)(4). Evaluation of the returned sample confirmed the reported failure. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a liver ablation case, they were unable to recover from a high temp alert with 2:53 left to go during a 10:00 minute ablation at 100w. They replaced the non-functioning antenna with new antenna to complete the case without any injury to the patient.